Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a loose aberrometer bracket. The bracket was loose enough that the system could not be used. Another system was used. Additional information received states the procedure was completed with no patient harm.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The dovetail was realigned, which tightening all screws is a part of the process for realignment. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).